Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited loss of capture and high capture threshold measurements. The generator change was completed successfully without any issues, with the patient been monitored at this time. The pacemaker system remains in service. No adverse patient effects were reported. The product has been returned and analyzed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited loss of capture and high capture threshold measurements. The generator change was completed successfully without any issues, with the patient been monitored at this time. The pacemaker system remains in service. No adverse patient effects were reported.